Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited high capture thresholds. A fluoroscopy was performed, and revealed externalized conductors. The lead was explanted and replaced on (B)(6) 2019. The patient was in stable-condition before, during and after the procedure.